Manufacturer narrative:
Updated information: b1 brand name updated. D3 MFR fax number added. D4 serial number, UDI number updated. D9 device return date added. H3 changed to yes. H6 component code changed to g07001. The investigation for the mechanical interaction with blood / hemolysis / low or blocked pump flow has been completed. No defect found on the returned pump. As mentioned in the clinical details, the issue was resolved after repositioning of the device due to the challenging patient condition related to a horizontal heart. The investigation for the device in wrong position has been completed. No defect found on the returned pump. The cause of the issue was most likely related to the challenging patient condition related to a horizontal heart, as per the clinical details.

Event description:
Clinician narrative: an impella pump was inserted via percutaneous right femoral arterial access in an 80-year-old male with acute myocardial infarction and cardiogenic shock, non-cad, with a medical history significant for renal insufficiency requiring dialysis (scai stage c). During support, the bedside team contacted the clinical support center (csc) for assistance related to suction and smartassist console questions, including concerns regarding lv signal display while operating at p-level 3. Csc provided education regarding expected lv signal behavior and placement signal interpretation at that operating level. In the context of the reported placement signal issue, hemolysis was identified, a blood transfusion was administered, and device repositioning was performed as part of clinical management. No signs, symptoms, or direct patient involvement were reported, and no patient consequence was documented. Based on the available information, the reported hemolysis may be related to placement signal interpretation and patient-specific factors, including a history of renal insufficiency requiring dialysis, which is a known risk factor for hemolysis. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.